Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient appeared "distressed" when using the device. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4)